Event description:
Latitude alert for fault code 1003 "voltage too low for projected remaining capacity." Alert tripped the day before. Device needs to be changed out within 29 days. Manufacturer response for ICD, boston scientific n161 incepta crt-d (per site reporter). Patient is scheduled for generator change. Generator will then be sent to bsc for analysis.